Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex pushwire and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pipeline flex was returned outside the phenom 27 catheter. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have ¿ movement during deployement¿ as no defect was found with pushwire. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Possible causes include patient vessel tortuosity, high force delivery, incorrect braid sizing, catheter kick back, insufficient distal anchoring of braid and vasospasm. It was noted the patient's vessel tortuosity was normal. Which eliminates these factor out as potential cause. In addition, based on the analysis findings, the phenom 27 could not be confirmed to have¿ device to device damage/entanglement¿ as no defect was found with catheter. No resistance was observed during testing. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline dislodged from the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the middle cerebral artery c7 with a max diameter of 2.3 mm and a 1.3 mm neck diameter. The access vessel was the femoral artery and the diameter was 8.9 mm. The landing zone was 2.25 mm distally and 2.63 mm proximally. The angiographic result post procedure was good. It was noted the patient's vessel tortuosity was normal. It was reported that a long-sheath phenom catheter and pipeline stent was selected. The stent catheter was superior to the aneurysm. Due to the tortuous vessel, stent deployment was not ideal. During retraction and adjustment, the stent was found to be dislodged from the catheter, and the system was withdrawn. Finally, an axium stent and detachable coil were selected for stent-assisted embolization. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a sab-4-20 axium coil. Additional information received that the cause of the information was not determined. Multiple pipelines were not used in the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.